Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic gastric bypass, the handle was able to recognize the reload and was bale to fire but had an unloading problem. It was also stated that the jaws of the device locked on tissue. The adapter has been disconnected and reconnected in order to open the jaws and retrieve the device. There was no patient injury.